Manufacturer narrative:
A supplemental MDR is being submitted for correction of the root cause. This section h10 (provide narrative/data) has been updated. As reported event, there was presence of 'bulky calcified spur' in the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: longitudinal balloon burst from shoulder to shoulder of the inflation balloon area was confirmed and kink in the flex shaft next to the handle. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the inflation balloon single wall thickness along the edges of the burst location and was within specification. A procedural video was provided and revealed the balloon burst after valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported event, there was presence of 'bulky calcified spur' in the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. At the end of the valve inflation, the commander delivery system balloon ruptured due to calcification. The valve was fully deployed with no paravalvular leak (pvl) observed. The delivery system was able to be pulled back into the esheath and removed without issue. At the time of the report, the patient was in stable condition with no injury reported. The valve remains implanted in the patient. It was perceived that a bulky calcified 'spur' contributed to the balloon rupture.